Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic in the patient's right eye. The lens was removed due to zonular dehiscence and the eye would not support the toric lens. The surgeon cut the lens to remove from eye. A non toric one piece lens was implanted. Facility discarded the lens. The cause of this event was due to patient's anatomy. Not lens related.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric topic. (B)(4). Conclusion: based on the complaint history, the root cause of the event has been determined to be due to patient's anatomy and was not lens related. (B)(4).